Event description:
It was reported that the procedure was to treat a de novo lesion located in the right coronary artery that was mildly calcified, moderately tortuous and 90% stenosed. The lesion was pre-dilated with a 2.0x12mm balloon. After implantation of the 3.0x28mm xience prime stent, and lesion post-dilatation with a 3.5x12mm nc balloon, a distal edge dissection was observed. Another xience prime stent was implanted to treat the dissection. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.